Event description:
The customer reported to baxter healthcare a one-link valve in which residual propofol remained in the interstitial space of the valve housing and would not clear with flushing. This problem was found after a no-flow event occurred during administration of propofol to a pediatric patient via a central line. The patientwas being sedated for an unspecified scan - either an MRI or CT scan. There is patient involvement; however, there is no report of patient injury or adverse event. No further information is available.

Manufacturer narrative:
(B)(4).a batch review could not be completed as the lot number was not provided by the customer. A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. The reported condition was not confirmed. Visual examination of the device showed no evidence of particulate matter or residual propofol on, or inside, the housing and gland. The device was also functionally tested. Functional testing showed normal flow from the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.